Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error code 200.5040 account name:(B)(6). Account #: (B)(6). Asset name: 8100 pump module 9.17.0.22 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer wanted some help on flashing the 8100. After I explain to the customer on how to map to the flashing package and that he would be looking for an xml flashing package. Once the customer was able to know where the flashing package was the customer said thank you and ended the call. Case resolution: I explain to the customer on how to map to the flashing package and that he would be looking for an xml flashing package. Once the customer was able to know where the flashing package was the customer said thank you and ended the call. (B)(4).